Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving lioresal (baclofen) (2000 mcg at 805.06661 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient arrived in the emergency room for evaluation of an altered mental status that improved after decreasing baclofen dose. During physical examination, participant had 1 episode of less than 20 seconds blank stare with sudden return to baseline. The patient experienced 1 acute episode of somnolence lasting 5 minutes. They required a sternal rub to arouse, no posturing, which appeared to resolve the issue spontaneously and the patient suddenly became alert and back to baseline. A CT scan/x-ray was negative for head/cervical spine for acute abnormality. An MRI without contrast of the brain showed no acute intracranial abnormalities. The baclofen series showed no complications. The patient's balcofen dose was decreased and the patient was discharged home in stable condition.